Event description:
On (B)(6) 2022, a spontaneous report from the united states was received from a consumer via email regarding a female consumer (age not provided) who used a thermacare lower back and hip heat wrap. Medical history included use of thermacare heat wraps used as needed for years without issue. Concomitant products included trazodone, bupropion, and duloxetine. On approximately (B)(6) 2022, the consumer topically applied a thermacare lower back and hip heat wrap for an unspecified indication on her back over a high wasted underwear. On (B)(6) 2022, after 8 hours of applying the heat wrap when the consumer took the heat wrap off before she went to bed. She noticed that her back was burned. It was clarified that her husband saw a dark area on her lower back in shape of the product. The area was darker in the areas where the coil would have been. She said it was not red or a burn initially, and the first week the area was uncomfortable. For treatment she had been applying lotion to sooth her skin. As of (B)(6) 2022, the darkness on her skin was fading but it had not return to normal. No further device information was provided as it was discarded.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "after 8 hours of applying the heat wrap when the consumer took the heat wrap off before she went to bed. She noticed that her back was burned". The cause of the consumer stating she received a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn; a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.